Event description:
Report received of an overdelivery of an unspecified medication. Reportedly, the device was returned to the user facility materials dept by the operating room manager, who stated that the device was "giving too much drug". The device delivered 150cc instead of the expected 60cc of solution. The pt was reportedly "fine". There was no reported adverse pt effect. Multiple attempts were made to obtain add'l info, however, no further info was received.